Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the aortic position, during deployment, the delivery system balloon did not inflate. Upon removal of the delivery system/valve, the valve became wedged/stuck in-between the endograft and the right limb of the external iliac. The valve was deployed in the endograft and the case was aborted. It was also noted that during withdrawal of delivery system, a "snapping noise" was heard. The patient had "a lot" of tortuosity in the descending aorta therefore an extra stiff wire was used, however, there was still enough tortuosity that made it difficult to traverse the aortic arch with the delivery system. The delivery system hugged the greater curvature of the aorta. At one point the delivery system was against the surgical valve stent frame and the aortic wall of the aortic root/stj. The physician pulled back, re-deflected the catheter, was able to cross, and the valve was attempted to be deployed, however, when the contrast solution was delivered from the inflation device, the balloon did not inflate. The stopcock was checked and everything appeared to be normally prepped. The surgeon pulled negative on inflation device and it filled with blood. It was determined that the balloon had burst at some point (believed to be when the physician tried to cross the valve and it became hung up on the surgical valve stent frame). The delivery system was placed back in default position for retrieval through the sheath. As the delivery system came back down through the abdominal aorta, the valve became wedged/stuck in-between the endograft and the right limb of the external iliac. The delivery system was removed, however, the valve remained stuck. A 9mm balloon (mustang) was inserted and inflated distal to the valve. The valve was able to be pulled back to a larger area of the external iliac endograft, where it was measuring on CT 13x18, pretty large. A 16mm balloon was then inserted and the valve was inflated in the endograft and anchored more proximal in a larger area of the endograft limb. The procedure was stopped at this point. The patient was completely stable throughout the procedure. There were no complications at the groin site. The patient will be asked to return for open heart surgery or transapical procedure to avoid the peripheral anatomy. Note: upon removal of the delivery system after the valve became wedged in the endograft transition point, where the bifurcation was, there was a lot of backwards force trying to retrieve the valve. The valve at this point was being pushed off the distal tip of the balloon, and a ¿snapping noise¿ was heard. It looked like the balloon or inner catheter separated from the main catheter component. The inner catheter component underneath the delivery balloon did not appear to be intact, "it would move". No pieces remained in the body.

Manufacturer narrative:
Information provided the hospital medical records indicated that 18 days post tavr a cta of the chest showed an ascending aortic dissection extending into the left common carotid artery with occlusion of the left common carotid artery. The patient was seen at the clinic on pod 20, reported no symptoms and declined admission as he ¿wanted to handle some things at home¿ and agreed to direct admission on pod21. On pod21 the patient had a tee which confirmed the cta results. The patient reported being asymptomatic. It was noted, however, that he would eventually need a redo sternotomy, avr, aneurysm repair and possible dissection repair. The patient was asked to return for evaluation within 2 weeks of his last visit. Investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual, functional and dimensional evaluation. Visual analysis revealed a crimp balloon tear proximal to the inflation and crimp balloon bond. The inflation balloon wings were observed to be inverted and bent. Gouges were observed on the flex tip face. No other abnormalities observed. During functional testing, full flex function was able to be performed with no abnormalities observed. No other relevant functional testing could be performed due to the damaged condition of the returned device (crimp balloon material separation proximal to I/c bond). The complaint for balloon torn was confirmed by visual inspection. Dimensional analysis was performed. Crimp balloon double wall thickness measurements were taken to ensure that the wall thickness of the material was within specification as a thin wall could contribute to the observed separation. All measurements taken met the specifications. During manufacturing, the delivery system underwent multiple 100% inspections. During receiving inspection, flex tips underwent dimensional inspection of critical dimensions. This inspection included flex tip od. Further, the manufacturer¿s certificate of compliance was reviewed for all receiving component lots. During balloon manufacturing, the inflation balloon and the crimp balloon underwent multiple 100% inspections, including: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. During manufacturing, the delivery system and the flex tips were inspected for the following: outer diameter, exposed metal, cuts, flash and ridge lines. During manufacturing, the crimp balloon to inflation balloon laser bond were 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. The delivery system balloon size is inspected before the pleating and folding process. After pleating and folding is completed, the balloon is visually inspected for distorted/pinched folds. Flex function of devices was 100% verified. The angle and height of the device at full flex are verified. Finished devices undergo final inspections which included: 100% dimensional inspection; functional inspection of fine adjust function, collet/shaft clearance and collet engagement; 100% visual inspection for missing components, incorrect assembly, device damage, contamination, distorted/pinched folds on the inflation and crimp balloon, flex tip to flex shaft bond. The flex and balloon catheters were 100% leak tested. After balloon catheter leak testing, the inflation balloon was inspected for damage. In addition, the work order underwent product verification (pv) tests on samples. These inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. Review of the lot history work order did not reveal any similar complaints. The commander delivery system IFU and device preparation/procedural manuals were reviewed for steps relevant to device deployment. No IFU/training materials deficiencies were identified. A review of complaint history from march 2017 to february 2018 for commander delivery system (all models and sizes) was performed revealed similar returned complaints that were confirmed. However, no manufacturing non-conformance's were identified in the returned devices; investigation suggests that patient and/or procedural factors likely contributed to these complaints. Review of complaint history revealed that the occurrence rates did not exceed the february 2018 control limits for the applicable trending categories. Images of patient anatomy, including vasculature diameters were provided for evaluation. The endograft was illustrated in the patient¿s abdominal aorta. Side views of the patient¿s anatomy from the access vessels through the descending thoracic aorta were observed. Views from the descending thoracic aorta to the annulus were observed. Tortuosity was present throughout the vasculature. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿balloon - torn¿ was confirmed through visual inspection of the returned device. No manufacturing non-conformance were identified, and a review of the relevant DHR, lot history manufacturing processes and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented by edwards lifesciences. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), previously performed engineering studies were able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Gouges present on the returned device flex tip face is indicative of some level of non-coaxially of the valve against the flex tip. Also it was reported that the patient had "a lot" of tortuosity in the descending aorta; therefore, it is possible that valve alignment was performed in a curved section of this tortuous aorta. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Also, damage to the balloon could have occurred during interaction with the existing devices (endograft and surgical valve). It was postulated that the damage to the balloon either occurred ¿on strut coming out of abdominal area where the endograft was located¿ or ¿when the physician tried to cross the valve and it became hung up on the surgical valve stent frame¿. It was noted that ¿at one point the delivery system was against the surgical valve stent frame and the aortic wall of the aortic root/stj¿. It is possible that the inadvertent interaction with either the endograft or the surgical valve occurred while attempting to navigate through the vasculature thereby applying forces by the bond area, tearing the balloon. Available information suggests that patient factors (calcification/tortuosity) may have contributed to the reported event. However, a definite root cause is unable to be determined at this time. The complaint for ¿delivery system ¿ tracking difficulty¿ was unable to be confirmed as no procedural cine was provided for evaluation and functional testing of the returned device showed that full flex function was able to be used without any abnormalities. No manufacturing non-conformances were identified, and a review of the relevant DHR, lot history, manufacturing process and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. In this case, it was noted that ¿the delivery system hugged the greater curvature of the aorta¿ while traversing the aortic arch. Difficulty tracking the delivery system through the vasculature may be due to anatomical procedural factors, including tortuous vessels and the existing endograft. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. Therefore, patient factors (tortuosity) could have potentially contributed to the reported tracking difficulty. However, a definitive root cause is unable to be determined at this time. The complaint for ¿delivery system ¿ valve dislodged from balloon¿ was confirmed through visual inspection of the device (valve not returned). No manufacturing non-conformances were identified, and a review of the relevant DHR, lot history and complaint history revealed that it is unlikely a manufacturing issue contributed to the complaint. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the training manual, the physician is instructed to: ensure the thv is centered on the flex tip, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, and then withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. In this case, ¿the delivery system was placed back in default position for retrieval through the sheath¿. This position would expose the bottom of the valve to the vasculature, endograft, or sheath distal tip causing it to latch and dislodge from the inflation balloon during attempted retrieval the sheath. Therefore, procedural factors (position of flex tip during retrieval) could have potentially contributed to the valve dislodging from the balloon. However, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact reason for the aortic dissection is unknown but maybe related to the patient (calcification/tortuosity) and procedural factors (manipulation of the devices) mentioned above. No manufacturing non-conformances were identified. Since the review of IFU/training materials revealed no deficiencies and the review of complaint history revealed that the occurrence rates did not exceed the february 2018 control limits for the applicable trend categories, no corrective or preventative action is required at this time. Ref. Mfgr report number MDR 2015691-2018-00858.